Event description:
Customer reported administered himself with "too much insulin, because his reading was so high" then lost of consciousness afterward. Paramedics were called and diagnosed customer with severe hypoglycemia. The treatment administered to stabilize blood glucose levels is unknown. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.